Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involved.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the rite - ground bond failed performance spec was determined to be caused by poor connection at the door frame to door ground wire interface. The device was sent to service with instructions to scrap the door ground wire, power harness, and accomp board.